Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that while replacing the associated pacemaker due to normal battery depletion, a possible fracture was noted on this right ventricular (rv) lead for which a suture sleeve was tied down over it. As the pacing impedances were stable, the rv lead was left in service. No adverse patient effects were reported.